Event description:
Stabilizer broke about 5 weeks after being implanted.

Manufacturer narrative:
Dates implanted and dates of revision surgery were not provided. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.